Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions, the customer experienced resistance when attempting to fill multiple cartridge. The customer successfully resolved each issue by changing out the cartridge, syringe and needle. There was no reported impact to the customer's blood glucose level.